Event description:
It was reported that the left ventricular lead was oversensing potential noise with inhibition of pacing and detection of high rate non-sustained episodes. The lead also had insulation damage. The physician noted that there was a nick in the insulation near the connector pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).